Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate cored a vial of azithromycin during activation. This results in a piece of the stopper getting in the vial. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned and an evaluation is complete. A visual inspection was performed with the naked eye and no issues were noted. The vial contained very little solution. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacturing date: 03/28/2016 - 03/24/2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted..